Manufacturer narrative:
As of 03/09/2017 the initial complaint by the customer did not indicated that a MDR would be required. However, the consumer submitted pictures to aso on (B)(6) 2017 as well as stated that medical attention was sough. Based on the information received, aso opted to file a MDR. Retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
Consumer reported that clear bandages caused red mark on her face and fabric bandages tore her skin off causing her a bleeding welt on her leg.

Manufacturer narrative:
As of 03/09/2017 the initial complaint by the customer did not indicated that a MDR would be required. However, the consumer submitted pictures to aso on 02/08/2017 as well as stated that medical attention was sough. Based on the information received, aso opted to file a MDR. Retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. As of 04/28/2017 aso received unused samples and submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
Consumer reported that clear bandages caused red mark on her face and fabric bandages tore her skin off causing her a bleeding welt on her leg.